Manufacturer narrative:
Additional narrative: subject device has been received verbiage was omitted in initial narrative. Six months after a t11 to s1 construct (implanted (B)(6) 2012) a patient presented with pain after feeling a ¿pop¿ three days prior ((B)(6) 2012). X-rays showed that one of the titanium rods had broken, no further intervention was planned. On (B)(6) 2012, the patient experienced another ¿pop¿; additional x-rays showed that the second rod had broken. Revision surgery was completed on (B)(6) 2013, two supporting rods were added to the construct; the broken rods were not explanted. A few weeks following the revision, the patient heard another ¿pop.¿ on (B)(6) 2014, all of the hardware was explanted and a new rod construct was implanted. The two initial rods were removed and found to be broken in two places; the support rods remained intact. The returned rods were examined where the complaint condition of ¿broken: post-operatively¿ was able to be confirmed. Both initial rods were found to be fractured in multiple sections, a total of seven segments were returned. The returned rods showed significant wear/witness marks consistent with explanation. A definitive root cause was unable to be determined. Additionally eleven matrix polyaxial screws (04.632.xxx) and eleven matrix locking caps (04.632.000) were returned. These implants showed wear/witness marks consistent with implantation and explanation. No allegations were indicted for these devices and no deficiencies were identified, as such no further evaluation is required. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported patient was implanted with unknown titanium rods on (B)(6) 2012 from t11 to s1. Patient reported feeling a "pop" in (B)(6) 2012 with subsequent pain three (3) days later. X-rays taken at that time revealed one of the rods had broken. No medical intervention was planned at that time. It is reported patient heard another loud pop on (B)(6) 2012. Additional x-rays revealed the other rod had broken. Patient was returned to or on (B)(6) 2013 where surgeon added two support rods. It is reported the broken rods were not explanted at that time. A few weeks later patient reports squatting down and hearing another pop. Patient was returned to or on (B)(6) 2014 where all hardware was removed and patient was revised to a new rod construct. It is reported the two initial rods were broken in two places, the support rods are intact. This complaint is to address the first revision where 2 rods were added. Second revision is addressed in com-(B)(4). This report is 4 of 4 for com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment not diagnosis. Review of the device history record showed there were no issues during the manufacture that would contribute to this complaint condition.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.